Event description:
Baker grade iii and "crease/folding of implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: one curved opening, wear abrasion and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify one opening crease sharp and two opening striated based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. Two openings striated in the side anterior assessed as surgical damage. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.